Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Customer reported bravo ph recorder stopped recording during a study. The customer restarted the device twice. Within 5 minutes of starting the study the recorder would stop recording, resulting in a short study. There was no harm to the patient. A repeat procedure is required.